Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and stroke. It was reported that in (B)(6) 2017 the patient's pump was not alarming but the patient went in to the hcp due to withdrawal symptoms and when they read the pump it showed pump was in safe state and set to minimum rate. The pump was programmed back to a therapeutic rate and then reset again. The rep did not have access to the logs but stated she believed it may be due to low battery reset. It was confirmed that the patient's pump was within the population of pumps with a higher occurrence rate of low battery reset. The rep stated that the pump was to be replaced and sent back for analysis but procedure was not scheduled yet. The patient was being managed with oral meds/oral baclofen. Additional information was received from a manufacturer's representative (rep) on 2017-may-11. It was reported that the rep could not confirm if the reset was a low battery reset as the rep did not have the print outs. The rep could only confirm that the pump did indeed reset to safe state. As an action/intervention taken to resolve the safe state and reset the patient was placed on oral baclofen and was scheduled for pump replacement on (B)(6) 2017. The cause of the reset and safe state was unknown. It was unknown if the reset and safe state had been resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture's representative (rep). It was reported by the hcp's office that the patient had gone through baclofen withdrawal symptoms and the pump was shown to be in safe state and minimum rate. The pump was reprogrammed, but the patient still had withdrawal symptoms after the reprogramming. The pump logs showed multiple low battery resets as well as an elective replacement indicator (eri) on (B)(6) 2017 at 12:35, but the scheduled eri was still 9 months out. Safe state was also noted in the pump logs as well as a motor stall recovery on (B)(6) 2017 at 22:02. The patient was given oral baclofen and the pump was replaced the morning of (B)(6) 2017. It was noted that the issue was resolved at the time of the report. It was reported the patient's dose of baclofen was 1074.4mcg/day of 2000mcg/ml baclofen before the safe state and was "300mcg/ml" after the replacement. It was stated the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found high resistance in the battery. There were no other significant findings. Device code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.